Event description:
It was reported that customer had differences between sensor glucose readings and blood glucose readings. Customer's blood glucose level was 100 mg/dl and his sensor glucose reading was 40 mg/dl. Differences were not within an acceptable range. Customer stated that the threshold suspend alarm is going off. Customer was advised to wait at least 5 hours to remove the sensor. Customer was advised to monitor the issue and if his interstitial signal does not recover after 5 hours, he needs to change out the sensor. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.